Event description:
It was reported by the affiliate that when (1) tsb45 device was used during a laparoscopic gastrectomy there was bleeding from the staple line. The surgeon coagulated the tissue to stop the bleeding. The device was discarded.